Event description:
Patient had a bilateral inguinal hernia repair (B)(6) 2004. For the past 5-6 years the patient complaints of lower abdominal pain up to 5/10 intensity. Pain is worsened with bowel movements and is associated with constipation. Patient also complains of swelling and redness in the groin area. Blood or lymphatic skin gastrointestinal. Reaction.